Manufacturer narrative:
(B)(4). Results and conclusions summation: product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors including pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. In addition, stent dislodgement may be caused by improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interaction with other devices and / or anatomy, and lesion morphology. Unfortunately, without the stent delivery system to examine, a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that on (B)(6) 2005 another company's 2.5 x 24 mm stent was implanted. On (B)(6) 2006 target vessel revascularization was performed on a mid segment with 90% stenosis. The diagonal was accessed using a bmw guide wire and the lesion was predilated with another company's 2.0 x 13 mm balloon. An attempt was made to deliver a 2.0 x 15 mm mini vision stent; however, it was unsuccessful. A second unknown guide wire was placed in the diagonal branch and again the stent was attempted for delivery. At this point, the stent was dislodged in the left main. The left femoral artery was accessed with an 8f sheath and using a snare, the dislodged stent was removed. No additional event or pt information is available.